Event description:
The customer reported the latron control recovered high cv% for al2 and lals on the dxh800 analyzer. The customer also reported the 6c controls recovered high for the diff parameters. Patient samples were not run during the event, so there was no impact to patient results.

Manufacturer narrative:
A field service engineer was dispatched. The fse confirmed there was build up on the flowcell causing the event. The fse performed a flush flowcell procedure resolving the issue. Upon recur; the failure mode identified could cause erroneous diff, retic, and/or nrbc results due to compromised flow of sample and/or sheath fluid through the flowcell. (B)(4).